Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in germany regarding a 23mm sapien 3 ultra transcatheter heart valve implant in aortic position by left transfemoral approach, during the procedure, it was not possible to push the commander delivery system with crimped valve through the 14f esheath and it got stuck at the esheath shaft. Another valve was prepared but it could not be pushed through the second 14f esheath either and it got stuck also in the esheath shaft. A third attempt was made but this time using a 16f esheath and the valve was successfully implanted. However, resistance was felt when removing the commander delivery system through the esheath and when pulling back the esheath from the patient as well. No patient injury occurred and the patient was not affected. Patient was fine post procedure. As per predecontamination evaluation observations, a distal tip split was observed in the first esheath.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaints for sheath distal tip split was confirmed per evaluation of returned device. No manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per device evaluation, the sheath distal tip was split and has scratches noted along the shaft . Sharp calcified nodules could create small tears or weaken the sheath, making it more susceptible to splits during delivery system advancement and/or removal, especially if compounded with excessive manipulations to overcome the encountered resistance. As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive manipulation) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective nor preventative action is required.